Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture one month after the implant procedure. A revision procedure was performed and the lv lead had dislodged. The lead was explanted and successfully replaced. No adverse patient effects were reported.